Event description:
The manufacturer was contacted in reference to a malfunction of a simplygo oxygen concentrator. The manufacturer received information that the charge did not become full even after leaving the device plugged in overnight and that the power sometimes turned off during use. There is no allegation of harm, serious injury or death. The patient did not report any medical intervention. The device was returned to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was inspected and the reported malfunction was confirmed.